Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient has had three urinary tract infection in the last 2 months. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per customer via phone on (B)(6) 2022, customer stated that they did not know whether the urinary tract infections were from catheters or not. And they were prescribed with three different antibiotics, nitrofurantoin, cefdinir and cephalexin, one for each of the urinary tract infections they has had. It was stated that the customer had recovered from urinary tract infections and was fine now.

Event description:
It was reported that the patient has had three urinary tract infection in the last 2 months. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per customer via phone on 27jun2022, customer stated that they did not know whether the urinary tract infections were from catheters or not. And they were prescribed with three different antibiotics, nitrofurantoin, cefdinir and cephalexin, one for each of the urinary tract infections they has had. It was stated that the customer had recovered from urinary tract infections and was fine now.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "patient sensitivity to materials". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "rubber utility catheter x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. For urological use only. U.s. Product. Packaged in mexico." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.